Event description:
It was reported that the attachment overheated during a surgical procedure. There were no adverse consequences reported with the event. No other info has been provided. Multiple attempts to gather additional info from the customer were unsuccessful.

Manufacturer narrative:
The attachment has been rec'd at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.